Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia for approximately three hours while using the ilet system, with a documented peak blood glucose of 326 mg/dl; the user disconnected from the pump, performed a supply change, and reported no issues with the cartridge, connector, or infusion set, with the likely cause being a missed meal announcement. Symptoms included no reported clinical symptoms. Outcomes included the device alerting for high glucose, no need for medical intervention, and non-medical assistance from the user¿s spouse provided out of kindness; glucose began to decline by the end of the call. Investigation included guided troubleshooting and user education regarding meal announcements and supply change. Investigation of this case revealed no device or component malfunction reported by the user and suggested user-related use error tied to a missed meal announcement as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.